Manufacturer narrative:
A sample is available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported a recurrent issue of knives not cutting during surgery. Alternate knives had to be obtained in order to complete the incisions. Patient impact information is unknown. Additional information has been requested. This is one of three reports being filed for this facility. This report refers to one of the knives.

Manufacturer narrative:
Evaluation summary. No sample has been returned for the report of knives that did not cut. Because no sample was returned for evaluation, the condition of the product could not be verified. The complaint lot number in this summary is for the lot identified. A review of the related device history records (DHR) was performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates no additional complaints were associated with this reported lot. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).